Manufacturer narrative:
E1 - initial reporter address 1:(B)(6). E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 10mmx2.50mm wolverine coronary cutting balloon was used for treatment. During preparation, it was noted that the balloon was torn when flushing was performed to remove air. The procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.